Event description:
A problem was reported. Patient reported he had morphine in the pump and hcp added marcaine, but it was too much and it made him nauseous and throw up, possibly overdosed and then they brought that dosage down and added baclofen as well. Patient reported high pain. Hcp later reported the patient had nausea for several months and was referred to a gastroenterologist and pcp for nausea. Hcp did not know if the event was due to pump or drug effect. Outcome was reported as no injury. The system used to deliver morphine, baclofen and bupivacaine. If additional information becomes available a report will be provided.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).